Event description:
It was reported during use of bd vacutainer® sst¿, 8 samples exhibited poor barrier separation after processing. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. After review and analysis of the customer photos, it was found that the gel at the bottom did not move post centrifugation. A total of 30 retained samples were subjected to a visual inspection for additive abnormality and gel defects. All 30 retained samples passed the inspection without any failures for additive abnormality or gel defects. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® sst¿, 8 samples exhibited poor barrier separation after processing. There was no health impact or consequences reported.